Manufacturer narrative:
(B)(4): placeholder.

Event description:
It was reported that the patient underwent a removal and exchange of an intraocular lens in a secondary procedure due to experiencing symptoms of positive dysphotopsia. It was stated that the lens was replaced with a monofocal lens. There was no incision enlargement reported. No additional information was provided.